Event description:
Covidien I-drive being used during case, fired successfully several times but when went to fire a blue 3.5 reload, it misfired and the staples did not close completely. Had to over-sew the staple line as there was a leak noticed at that spot. Upper endoscopy performed to confirm.